Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision surgery due to atrophy at cuff site and urinary incontinence, it was also indicated that the device did not seem to work correctly. During the procedure, the entire aus was removed and replaced. There were no patient complications reported.